Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection and the outer insulation was breached/cut. The full lead was returned for the evaluation.

Event description:
It was reported during this procedure for dislodgement of both leads that there was positioning difficulties with both the right atrial and right ventricular leads. The leads were replaced. There were no patient complications reported.

Event description:
It was further reported that the leads were implanted in the patient. The leads were later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.